Manufacturer narrative:
Device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation (buv) alarm. The device was available for evaluation. A review of the ventilator diagnostic logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code confirming the unit entered backup ventilation. The se also fount the unit generated an "exhalation subsystem test" code and replaced the exhalation valve flow sensor. As an additional finding the se found communication codes and replaced the communication backplane pcba (printed circuit board assembly) and usb (universal serial bus). The ventilator passed all testing per manufacturer specification at the time of service. The likely cause of the event was isolated in the field to a potential fault in the exhalation valve flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation (buv) alarm. Although patient intervention details are unknown there was no injury to the patient.

Manufacturer narrative:
Section d9 was updated due to part return correction section e3 updated due to part return section h6 evaluation code conclusion - remove d02 and add d15 component code - remove g02005 and add g07001 h3: device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a backup ventilation (buv) alarm. The device was available for evaluation. A review of the ventilator diagnostic logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code confirming the unit entered backup ventilation. The se also found the unit generated an "exhalation subsystem test" code and replaced the exhalation valve flow sensor (evq). As an additional finding the se found communication codes and replaced the communication backplane printed circuit board assembly (pcba) and universal serial bus (usb). The ventilator passed all testing per manufacturer specification at the time of service. One usb was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The usb was attached to the test ventilator and powered up for analysis. Analysis found 'service required. Serial number mismatch' was displayed on the graphical user interface (gui) screen. While entering service mode, the ventilator generated the following error codes in the diagnostic logs: logs initialization failure and unable to load configuration files from usb, verifying the reported fail. Analysis determined usb faulty. One evq and backplane pcba were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not determine a cause of the event and found usb faulty as secondary issue the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.